Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that the source of the leak was located at the tubing at the pinch valve (pv) 37. The fse replaced the tubing and no further evidence of leaking was observed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter hmx autoloader analyzer (115v) was leaking. The volume of the leak was approximately 5 mls and was not contained within the instrument. It could not be confirmed if the instrument generated any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.